Manufacturer narrative:
The manufacturer was previously reported that returned to a third-party service center in reference to a complaint of intermittent display issue, high pitch noise, and not blowing air. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. There was no report of serious or permanent harm, injury, or medical intervention. The device was returned to the manufacturer for further evaluation. Pil visually inspected the device and the evaluation results stated that pil was not able to confirm the complaint of pca burned. The pil also confirm dust-like contamination on the blower motor, at the air inlet of the blower box, and in the blower box. Potential corrosion on blower motor brass nut indicates possible water ingress. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination in the bottom enclosure and on the heater plate spring and on the bottom enclosure under the heater plate spring. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of the screen comes on put when you press the on button the pap does not blow and the screen goes on and off. Possibly due to the thermal event. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Section product UDI in box h has been updated/corrected in this follow-up report.

Event description:
A dreamstation 2 CPAP device was returned to a third-party service center in reference to a complaint of intermittent display issue, high pitch noise, and not blowing air. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. There was no allegation of patient harm or injury. The device is being returned to the manufacturer for further evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.